Event description:
It was reported that the ventilator displayed an excessive leakage message during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). Our field service engineer was on site for investigation however, the customer canceled the service request. The ventilator had been returned to service and clinical use by the customer, after it had passed pre-use checks tests. No investigation could be performed since no device logs could be saved for evaluation.

Event description:
(B)(4).